Manufacturer narrative:
The reported event was not confirmed as the scope was not microbiologically tested by olympus.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unspecified contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
Additional information: the user provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2024. Sampling from: biopsy/forceps channel. Cfu (colony forming units): less than 5.0 cfu/cm2. Bacterial identification: enterobacter cloacae complex, pseudomonas aeruginosa. The reported issue was found at preparation for use prior to gastroscope procedure. The facility finished the procedure with replacement device. There were no reports of delay in procedure.

Manufacturer narrative:
Corrected data: d10 concomitant medical products and therapy dates: cv-290 video system center, jul 31, 2024. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation, and the lms final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. The device inspection result confirmed that the instrument channel tube had leakage. Reprocessing was highly probable to be conducted insufficiently due to leakage of the device. Since the subject device was isolated after confirmation of positive in culture test, we judged that the device was not used in treatment and/or diagnosis. Olympus cleaning brushes were used with the subject device. Causal relation between the products and the event was unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.